Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned and examination of the unit found scratched lcd screen, bottom enclosure damage and crack and damaged in control dial. Internal examination found no foam particles inside the blower kit. No other contamination was observed in the device. The device was powered on and is functional. The device was returned and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation.